Manufacturer narrative:
Insulin pump received unable to perform the displacement due to broken or detached end cap.

Event description:
The customer reported via phone call that the insulin pump was alarming and bottom of the insulin pump came off. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reports that insulin pump received motor error. Troubleshooting was performed. Insulin pump will be returned for analysis.